Manufacturer narrative:
The date of this submission is 20-nov-2013. This is an initial submission for the sixth product in this case. The manufacturer report number for this submission is 8041101-2013-00048. The manufacturer report number for first, second, third, fourth and fifth products are 8041101-2013-00043, 8041101-2013-00044, 8041101-2013-00045, 8041101-2013-00046 and 8041101-2013-00047 respectively. This closes out this report unless other additional significant information is received. This complaint was reported at same time as manufacturer number 8041101-2013-00051.

Event description:
This spontaneous report was received on 23-oct-2013 from a female consumer (age, unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, waxed for dental cleaning (route-dental, frequency, lot number, expiration date unspecified). After an unspecified duration, while cutting the floss the metal cutter entirely broke off. She also stated that while trying to fix the cutter and use it again the metal part of the floss fell off. To dispense the floss properly she had to assemble the floss back into the container again and again. She also stated that this was the third month of her buying the floss and she experienced the same will all the six floss. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 27-dec-2013. This is a follow up submission for the sixth product in this case. The manufacturer report number for this submission is 8041101-2013-00048. The manufacturer report numbers for first, second. Third, fourth and fifth products are 8041101-2013-00043, 8041101-2013-00044, 8041101-2013-00045, 8041101-2013-00046 and 8041101-2013-00047 respectively. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 23-oct-2013 from a female consumer (age, unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, waxed for dental cleaning (route-dental, frequency, lot number, expiration date unspecified). After an unspecified duration, while cutting the floss the metal cutter entirely broke off. She also stated that while trying to fix the cutter and use it again the metal part of the floss fell off. To dispense the floss properly she had to assemble the floss back into the container again and again. She also stated that this was the third month of her buying the floss and she experienced the same will all the six floss. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on 05-dec-2013. The device was used for general oral hygiene. The lot number was not provided. The field sample was not received. Due to the unavailability of the sample, the particular alleged defect could not be analyzed. A review of the data revealed no unfavorable trends. The review of the trend data and manufacturing related issues did not indicate that reach johnson and johnson floss, waxed failed to meet specifications and also demonstrate adequate control in the manufacturing process. The complaint should be closed with a disposition of undetermined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.